Event description:
According to the available information, the pusher does not hold on the rail [premature detachment].

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. On 8th december 2025, we received one used stent and one used pusher. After decontamination, the stent was mounted on a guide reference sq2230. The stent was then connected to the pusher without difficulty. No disconnection issues were observed, even when shaking the assembly. On the samples received, we measured pusher and jj vortek. The pusher and the jj were conformed to our specification. Without additional information, coloplast cannot proceed further with the investigation. Checking quality database revealed no anomaly in connection with the described problem a rmf evaluation was performed based on criq 244, risk identified 11216 (hazardous situation: jj is not compatible with pusher). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A similar case study was perfomed based on ureteral stents in vortek and orx pusher,on the same defect over last four year: 15 similar cases were found.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, the pusher does not hold on the rail [premature detachment].